Event description:
A peritoneal dialysis (pd) pt's nurse reported that the pt had her cycler alarm for a blocked pt line during fill 3. The pt canceled the treatment. When the pt was removing the set she found fluid leaking inside the cassette door. The nurse reported the pt would complete treatment manually. The set was not available for eval. During f/u, the pt's nurse reported that there was no signs of infection. Her effluent remained clear. She has since switched to hemodialysis. No adverse event reported as this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec. The complaint sample was not available for eval to confirm the alleged product malfunction. Therefore the complaint was deemed as not confirmed.